Manufacturer narrative:
Device evaluation: received device in poor condition with missing CPAP knob. Visually inspected a bowed out faceplate and cracked relief alarm pressure knob indicating the device was mishandled. Powered on device for an initial function test. Noticed the gauge needle jerking and pressure cycling measured below tolerance. The customer reported condition was not confirmed. Problem source is unknown.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator does not pressure correctly. Follow up information from the customer described the device as having "pressure display issue".stated that the ventilator ". Also on the follow up, it was stated that the device "did not fail on patients or cause any harm". Issue occurred while the device was "being set up for use". There was no patient involvement.